Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to the non-bsc leads causing stenosis in the superior vena cava (svc). At this time, no new device has been implanted. No additional patient adverse effects were reported.